Event description:
It was reported that at the check prior to discharge, a lead warning was observed for high impedance and increased threshold. The lead remains in use. No interventions or reprogramming were performed and it was further reported that the output is adjusting with ventricular capture management. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Concomitant device: 5086 MRI implantable pacing lead (B)(6) 2012.